Event description:
Pt in surgery for aortic iliac fan bypass. Had blanket on lower extremities during surgery. Second day post op the pt developed blisters; characterized as probable 3rd degree burns. Burns required debridement. Pt was discharged. Use of warning blankets contraindicated during bypass surgery. Contraindications provided on warming unit, in instructions for use packaged with every blanket and on a label attached in every blanket.